Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2016, that on (B)(6) 2016 the receiver would not turn on. There was no report of any injury or medical intervention. No additional event or patient information is available. Complaint device was returned for evaluation. A visual exterior inspection was performed on the receiver and it passed. Receiver data logs were downloaded and reviewed, finding multiple screen error alarms, in addition to multiple firmware errors. Based on the finding of firmware errors this is being reported. The complaint was confirmed. The root cause could not be determined post investigation.